Manufacturer narrative:
Additional information: the device was inspected before use with no issues noted and the package was intact. Negative prep was performed successfully with no issues noted. The device passed through a previously non-medtronic deployed stent. Resistance was not noted while advancing the device to the lesion. It was reported that the balloon was difficult to withdraw from the patient's vasculature. There was no kink noted on the guide catheter/sheath. There was no difficulties noted during balloon inflation. One inflation was performed prior to the balloon removal difficulties with 10 atm pressure. The device was not moved or repositioned while inflated. Sufficient time was given to the balloon to be deflated prior to balloon removal attempt. The balloon failed to deflate. No further treatment was required at the lesion site due to the difficulties removing the delivery system. The patient is currently in good condition and was discharged. There was no issues to the previously non-medtronic deployed stent caused by the deflation difficulties. Lot number added. Annex a code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc sprinter coronary balloon catheter during a coronary angiography procedure. It was reported that the balloon was difficult to withdraw. With the help of a ub3 guidewire, and using other pressure pumps and other methods, the balloon was successfully withdrawn. The event led to prolonged surgery time and increased surgical difficulty. The patient is alive with no further injury.